Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 29oct2018 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of drawers not opening was confirmed during fse testing and verification of thermal damage was subsequently confirmed during dchu investigation process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that replaced drawer controller card for drawer 3/4. During dchu visual inspection p/n 151730-21: the part received presented a thermally damaged component (u501) due to an overcurrent condition. During dchu testing p/n 151730-21: no dchu testing was necessary on the "pcba pmc pyxis mini fw1-12" due to the observed thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer 4 stuck and failed to open. As per part investigation, it was determined that there was thermal damage observed on the component u501 of pcba pmc pyxis mini fw1 12. There were no delay, no adverse events or injuries reported based on this event.